Manufacturer narrative:
Adverse event/outcomes to adverse event: the patient's cause of death was unrelated to the study device or procedure. This is being reported as a follow-up to the clinical registry. Tests/laboratory data and dates: patient information regarding relevant tests/laboratory data is unknown. This information was not available from the facility. Report source: foreign- (B)(6) / study name: (B)(6), patient ID# (B)(6). PMA/510k: PMA number is not applicable. The device is a commercial product with a ce mark that was used as part of a clinical registry. Device evaluated by MFR: during the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, death is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical registry that during the index procedure on (B)(6) 2017, three stellarex catheters were used to treat the target lesion of the right proximal sfa. Approximately 24 months post index procedure, the patient experienced a left mediate infarction, infarction of the main ganglia area, and the paraventricular region and expired on (B)(6) 2019.